Manufacturer narrative:
Abbott field service was dispatched to inspect the architect c8000 analyzer (serial (B)(4)). Field service observed the reagent probe was slightly bent. Multiple parts including the reagent probe were replaced through normal troubleshooting procedures. Historical complaint tracking/trending review did not identify an adverse trend for the reagent probe. A review of subsequent instrument service history for serial (B)(4)revealed no additional complaints of erratic or discrepant results have been reported. The architect system operations manual provides adequate information with regard to required maintenance, component replacement, and troubleshooting of the issue. A known cause for an erratic ict result (c system) is sample or reagent probe is damaged. There is insufficient information to reasonably suggest a malfunction of the reagent probe. Based on the information available, there is no indication of a deficiency of the reagent probe or the architect c8000.

Event description:
The customer stated that falsely elevated potassium results were generated for patient samples tested on the architect c8000 analyzer. Patient ID (B)(6) initial result of 8.5 mmol/l retested at 4.3 mmol/l three times. The initial elevated result was not reported out of the laboratory. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).